Manufacturer narrative:
D4 - the UDI number for this product code is not required to be registered. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the actual sample had been fractured on the platinum coil segment. The total length of the actual sample was confirmed to be meet manufacturing specification. Magnifying inspection of the separated distal platinum coil segment found that the coil pitch had become irregular and the platinum coil had been fractured. Magnifying inspection of the fracture on the main body found that the platinum coil and niti core wire had been fractured and the niti core wire had been distorted on the segment adjacent to the fracture. The platinum coil had been stretched out. The platinum coil was elongated to expose the core wire inside the coil for closer inspection of the core wire. Magnifying inspection of the exposed core wire found that the core wire had been fractured. On the segment adjacent to the fracture end of the core wire, the core wire had been distorted. The thickness of the core wire was measured on the segment adjacent to the fracture and confirmed to meet manufacturing specification. Electron microscopic inspection of the fracture ends of the core wire found the fracture cross-sections matched each other with no diminishment in the thickness toward the fracture ends. Electron microscopic inspection of the fracture cross-sections revealed the presence of a dimple pattern on the surface. Magnifying inspection of the stainless steel coil segment confirmed there was no anomalies. The outside diameter was measured on the undamaged platinum coil segment and on the stainless steel coil segment and confirmed to meet manufacturing specifications. Simulation testing was conducted on a current product sample. Repetitive torque forces were applied to the sample. The platinum coil became irregular with the generation of some kinks on the coil. Subsequently a bending force to straighten the kinks on the coil was applied. The core wire became fractured. The dimple pattern was found to have been generated on the fracture cross-section with no diminishment in the thickness toward the fracture end. This state is similar to that of the fractures on the core wire of the actual sample. The sample was further inspected. The platinum coil was elongated to expose the core wire inside the coil. Magnifying inspection of the exposed core wire found that on the segment adjacent to the fracture end of the core wire, the core wire had been distorted. The state of the distortion generated on the core wire was found to be similar to that of the actual sample. A review of the device history record and the shipping inspection record of the involved product/lot number combination confirmed that there was no indication of production-related problems. A search of the complaint file found no other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the distal coiled segment of the actual sample was trapped in some hard object. In this state, some repetitive bending and manipulation forces were applied to the actual device resulting in the reported event. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and /or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel. When selecting the vessel in which the runthrough ns is to be inserted or when advancing the guide wire through the stenosis, do not turn the proximal end of the guide wire three or more turns in succession in the same direction if the guide wire's tip is trapped. Separation of the guide wire may result." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported separation on the runthrough ns device during a procedure. Follow up communication with the user facility confirmed the following information: (1) in lad# 7cto, xta crossed the lesion; (2) with use of a microcatheter, the wire was exchanged to the actual sample, the distal segment of the actual sample became caught in the lesion; (3) the customer managed to pull the device out of the patient; (4) it was noted the distal segment had almost fractured; (5) when the customer thatched the actual sample, the distal segment was completely separated from the main body of the device; and (6) the patient was not harmed.